Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver and unspecified mediation. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device turned off with no alarm and a blank display. No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info including if the device was removed from clinical service and therapy was resumed using a replacement device.